Manufacturer narrative:
The reported field observation of body fluid in the header was verified in the lab. However, the reported event was consistent with the implant/explant procedure. The device was above elective replacement indicator (eri) upon receipt. Telemetry, pacing, sensing, impedance, hv output, hv shock and patient notifier were tested on the bench. No anomaly was detected.

Manufacturer narrative:
Further information was requested but is not available.

Event description:
Related manufacturer report numbers: 2017865-2021-18409, 2017865-2021-18410 and 2017865-2021-18411. During follow-up, increased pacing impedance was observed on the left ventricular (lv) lead. X-ray imaging was performed and revealed lv lead dislodgement. During the revision procedure, the right ventricular (rv) and right atrial (ra) leads were observed to have twisted insulation. The physician alleged lead damage, although it was not confirmed. During the procedure, blood in the device's header was also observed. The physician alleged the event was due to twiddler's syndrome. The event was resolved by explanting and replacing the lv lead, rv lead, ra lead and device. The patient was in stable condition.